Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), uterine perforation ('uterine perforation'), fallopian tube perforation ('fallopian tube perforation/ migration of the essure device to the abdominal or pelvic cavity') and perforation ('perforation other organs') in a female patient who had essure (batch no. 855656 invalid) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), uterine perforation (seriousness criteria hospitalization and medically significant), fallopian tube perforation (seriousness criteria hospitalization and medically significant), perforation (seriousness criteria hospitalization and medically significant), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety / mental anguish"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, uterine perforation, fallopian tube perforation, perforation, pregnancy with contraceptive device, abdominal pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, depression and stress outcome was unknown and the anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. Lot number 855656 is invalid quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-nov-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain"), uterine perforation ("uterine perforation"), fallopian tube perforation ("fallopian tube perforation/ migration of the essure device to the abdominal or pelvic cavity"), embedded device ("the uterus is bisected to reveal an embedded springlike iud with a tan mildly hemorrhagic thickened 0.5 cm endometrium") and perforation ("perforation other organs") in a female patient who had essure inserted (lot no. 855656 not valid, 855626). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy"). The patient had a medical history of therapeutic abortion in 2003, spontaneous abortion in 1990, tonsillectomy in 1981 and smoker, parity 5 ( on (B)(6) 2006 spontaneous vaginal delivery 1998 and 1997 spontaneous vaginal delivery 1994 spontaneous vaginal delivery 1991 spontaneous vaginal delivery), multi gravida, sinusitis, cramp in lower abdomen, asthma, dysfunctional uterine bleeding, menses irregular, post coital bleeding, dyspareunia, acne, cold intolerance, night sweats and hot flashes. Previously administered products included: mirena. Past adverse reactions to the above products included: irregular bleeding with mirena. The patient had a family history of myocardial infarction and diabetes. As concurrent condition the report mentioned dysfunctional uterine bleeding. The only concomitant product mentioned was depo provera (medroxyprogesterone acetate). On (B)(6) 2012, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criteria hospitalisation, disability and intervention required), uterine perforation (seriousness criteria hospitalisation and medically important), fallopian tube perforation (seriousness criteria hospitalisation and medically important), embedded device (seriousness criterion medically important), perforation (seriousness criteria hospitalisation and medically important), pregnancy with contraceptive device ("unintended pregnancy"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety / mental anguish"), depression ("depression") and stress ("psychological stress"). Essure was removed on (B)(6) 2019. The patient was treated with surgery (subtotal abdominal hysterectomy, bilateral salpingectomy). At the time of the report, the anxiety had not resolved. The outcomes for pelvic pain, uterine perforation, fallopian tube perforation, perforation, pregnancy with contraceptive device, abdominal pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, depression and stress were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: both coils were in place and both fallopian tubes looked occluded [pathology test] on (B)(6) 2019: tissues 1. Fallopian tube- right 2. Fallopian tube- left 3. Uterus operative procedure: subtotal abdominal hysterectomy, bilateral salpingectomy. Clinical diagnosis/ history: dysfunctional uterine bleeding gross description: the uterus is bisected to reveal an embedded springlike iud with a tan mildly hemorrhagic thickened 0.5 cm endometrium and pink trabeculated 2.2 cm myometrium. Diagnosis: 1. No pathological diagnosis- left fallopian tube 2. No pathological diagnosis- right fallopian tube 3. No pathological diagnosis- cervix proliferative- endometrium adenomyosis- uterus [pregnancy test] on (B)(6) 2019: no indicative of pregnancy [ultrasound pelvis] on (B)(6) 2019: clinical indication: vague epigastric pain and slight elevation of bilirubin. Findings: uterus is anteverted and measured 11.2x 5.6x 4.4 cm with a 10 mm endometrial thickness. An iucd notes with 2 separate arms, minimally curved, possibly part of essure device. Impression: iucd, possibly an essure device [ultrasound scan] on (B)(6) 2019: mild diffuse fatty infiltration of the pancreas and liver. Non specific echogenic focus right lobe, possibly calcification. No other abnormally seen. [Ultrasound scan vagina] on (B)(6) 2012: there is no iud seen in endometrial canal. An echogenic line is identified within lower uterine segment. Opinion: poorly increased echogenicity at anterior uterine body. This finding is non-specific but may represent adenomyosis. Appearance is not typical of a uterine fibroid. Small amount of endometrial fluid. There is an echogenic line at the lower uterine segment. This may represent undisplaced iucd into lower uterine segment. Clinical correlation is required. Complex right ovarian cyst which may represent hemorrhagic cyst or corpus luteal cyst. Lot number 855656 is not valid. The most recent follow-up information incorporated above includes data received on: 08-may-2024: medical record received. New event device embedded added. Lab data including (surgical pathology report) added. Concomitant conditions, medical history were added. Lot number added. Patient details updated. New reporter updated. Essure removal date updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain"), uterine perforation ("uterine perforation"), fallopian tube perforation ("fallopian tube perforation/ migration of the essure device to the abdominal or pelvic cavity"), embedded device ("the uterus is bisected to reveal an embedded springlike iud with a tan mildly hemorrhagic thickened 0.5 cm endometrium") and perforation ("perforation other organs") in a female patient who had essure inserted (lot no. 855656, 855626- not valid). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy"). The patient had a medical history of therapeutic abortion in 2003, spontaneous abortion in 1990, tonsillectomy in 1981 and smoker, parity 5 ((B)(6) 2006 spontaneous vaginal delivery 1998 and 1997 spontaneous vaginal delivery. 1994 spontaneous vaginal delivery. 1991 spontaneous vaginal delivery), multi gravida, sinusitis, cramp in lower abdomen, asthma, dysfunctional uterine bleeding, menses irregular, post coital bleeding, dyspareunia, acne, cold intolerance, night sweats and hot flashes. Previously administered products included: mirena. Past adverse reactions to the above products included: irregular bleeding with mirena. The patient had a family history of myocardial infarction and diabetes. As concurrent condition the report mentioned dysfunctional uterine bleeding. The only concomitant product mentioned was depo provera (medroxyprogesterone acetate). On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2019. On unknown date she experienced pelvic pain (seriousness criteria hospitalisation, disability and intervention required), uterine perforation (seriousness criteria hospitalisation and medically important), fallopian tube perforation (seriousness criteria hospitalisation and medically important), embedded device (seriousness criterion medically important), perforation (seriousness criteria hospitalisation and medically important), pregnancy with contraceptive device ("unintended pregnancy"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety / mental anguish"), depression ("depression") and stress ("psychological stress"). The patient was treated with surgery (subtotal abdominal hysterectomy, bilateral salpingectomy). At the time of the report, the anxiety had not resolved. The outcomes for pelvic pain, uterine perforation, fallopian tube perforation, perforation, pregnancy with contraceptive device, abdominal pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, depression and stress were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: both coils were in place and both fallopian tubes looked occluded. [Pathology test] on (B)(6) 2019: tissues. 1. Fallopian tube- right. 2. Fallopian tube- left. 3. Uterus. Operative procedure: subtotal abdominal hysterectomy, bilateral salpingectomy. Clinical diagnosis/ history: dysfunctional uterine bleeding. Gross description: the uterus is bisected to reveal an embedded springlike iud with a tan mildly .hemorrhagic thickened 0.5. Cm endometrium and pink trabeculated 2.2 cm myometrium. Diagnosis: 1. No pathological diagnosis- left fallopian tube. 2. No pathological diagnosis- right fallopian tube. 3. No pathological diagnosis- cervix. Proliferative- endometrium. Adenomyosis- uterus. [Pregnancy test] on (B)(6) 2019: no indicative of pregnancy. [Ultrasound pelvis] on (B)(6) 2019: clinical indication: vague epigastric pain and slight elevation of bilirubin. Findings: uterus is anteverted and measured 11.2x 5.6x. 4.4 cm with a 10 mm endometrial thickness. An iucd. Notes with 2 separate arms, minimally curved, possibly. Part of essure device. Impression: iucd, possibly an essure device [ultrasound scan] on (B)(6) 2019: mild diffuse fatty infiltration of the pancreas and liver. Non. Specific echogenic focus right lobe, possibly calcification. No other abnormally seen. [Ultrasound scan vagina] on (B)(6) 2012: there is no iud seen in endometrial canal. An echogenic. Line is identified within lower uterine segment. Opinion: poorly increased echogenicity at anterior uterine body. This finding is non-specific but may represent adenomyosis. Appearance is not typical of a uterine fibroid. Small amount of endometrial fluid. There is an echogenic line at the lower uterine segment. This may represent undisplaced iucd into lower uterine segment. Clinical correlation is required. Complex right ovarian cyst which may represent hemorrhagic cyst or corpus luteal cyst. Both lots 855656 and 855626 are not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-may-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), uterine perforation ('uterine perforation'), fallopian tube perforation ('fallopian tube perforation/ migration of the essure device to the abdominal or pelvic cavity') and perforation ('perforation other organs') in a female patient who had essure (batch no. 855656) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), uterine perforation (seriousness criteria hospitalization and medically significant), fallopian tube perforation (seriousness criteria hospitalization and medically significant), perforation (seriousness criteria hospitalization and medically significant), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety / mental anguish"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, uterine perforation, fallopian tube perforation, perforation, pregnancy with contraceptive device, abdominal pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, depression and stress outcome was unknown and the anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.